Event description:
Pt underwent orif for a left femur fracture. During insertion, a cortex screw broke. The shaft of the screw remains in the pt. Surgeon completed the procedure as planned.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.